Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10209. It was reported that the atrial lead and right ventricular lead exhibited evidence of noise (possibly emi) in (B)(6) 2018. The patient was stable and will continue to be monitored.